Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that a couple of weeks prior to the report, the patient¿s guitar hit his pump pocket site and the area became bruised and swollen. At that time, the patient was put in a binder. A couple of days prior to the patient¿s admission on (B)(6) 2014, the patient¿s parents noted skin breakdown at the pump pocket site. On (B)(6) 2014, it was noted that the pump pocket wound had opened and the pump was exposed through the skin. The surgeon decided to explant the drug delivery system. There was no product issue. The device system was delivering gablofen. It was later reported that the patient was placed on oral baclofen. The patient was also put on vancomycin IV (intravenous) for 2-3 weeks for infection, although per report, no organism was found from the pump pocket culture that was taken at the time of explant. As of (B)(6) 2014, the patient had been discharged to home. The patient¿s wound was still in the healing phase and the patient would be following up accordingly with neurosurgery post-explant.